Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke in the knot pusher area. The procedure was completed with a same like device from a different lot. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Summary: an empty opened foil and an unopened sample were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of an unopened samples, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of strand and no defects or damaged were observed. Functional test was performed on the sample and the tensile strength force met the requirements. Per the condition of the sample received, no performance - breakage suture were found.